Event description:
Reportedly, the subject device was found in standby mode. It could not be re-initialized and did not respond to magnet application. It was explanted on (B)(6) 2016 and discarded at the hospital.

Event description:
Reportedly, the subject device was found in standby mode. It could not be re-initialized and did not respond to magnet application. It was explanted on (B)(6) 2016 and discarded at the hospital.

Manufacturer narrative:
Preliminary analysis could not be conclusive based on the only available data. However, a probable hypothesis is the end of life of the subject device which would be consistent with the implantation duration.

Event description:
Reportedly, the subject device was found in standby mode. It could not be re-initialized and did not respond to magnet application. It was explanted on (B)(6) 2016 and discarded at the hospital.